Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6080 technical support- 1. Charge battery pack. 2. Replace backup speaker 3. Return to factory for repair. Had biomed reseat the backup speaker and error was corrected. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2014 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device received an error code 133.6080. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an error code 133.6080. There was no patient involvement.